Manufacturer narrative:
Additional information provided in b.5, d.3, d.4, h.3, h.6 and h.10. The product was not returned for analysis. Photos of the lens were provided by the third party lab. Two of the provided photos show the lens cut in half. Lens damage is observed across the central portion of the optic, which has the appearance of yag damage. This damage appears as very small, black starburst cracks. Reviewed the attached photos. The first two photos are low magnification images of an explanted iol cut in half. The third image is higher magnification presumably of the iol optic body. There are multiple diffuse microvacuoles present in this photo. The third party lab provided the following information related to the photos. The lens was analyzed by light microscopy magnified 1.25x and 20x and stained with alizarin red for surface analysis for calcium salts. No calcium salts were detected on the surface of the lens. The von kossa analysis , which would show calcium phosphate intercalation in the polymer, is shown in the last image. Here, no calcium phosphate inclusions are detectable. Since the explanted iol is a hydrophobic iol model, it can be assumed that the von kossa test will be negative, i.e., that no cap salts are to be detected. As the photo with 20x magnification shows, these should be microvacuoles. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Photos of the lens were provided by the third party lab. Two of the provided photos show the lens cut in half. Lens damage is observed across the central portion of the optic, which has the appearance of yag damage. This damage appears as very small, black starburst cracks. Reviewed the attached photos. The first two photos are low magnification images of an explanted iol cut in half. The third image is higher magnification presumably of the iol optic body. There are multiple diffuse microvacuoles present in this photo. The third party lab provided the following information related to the photos. The lens was analyzed by light microscopy magnified 1.25x and 20x and stained with alizarin red for surface analysis for calcium salts. No calcium salts were detected on the surface of the lens. The von kossa analysis , which would show calcium phosphate intercalation in the polymer, is shown in the last image. Here, no calcium phosphate inclusions are detectable. Since the explanted iol is a hydrophobic iol model, it can be assumed that the von kossa test will be negative, i.e., that no cap salts are to be detected. As the photo with 20x magnification shows, these should be microvacuoles. Surgeon has indicated no further contact unless calcification was found. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating prof. Hoerauf does not want to be contacted currently. He knows the glistening topic from his own experience and he has remained a loyal company friend and continues to implant company lenses with the greatest satisfaction. The surgeon saw no more glistenings that were relevant for visual acuity after a production process change. He does not believe in a calcification of the lens as this has not been observed for hydrophobic lenses either. Prof. Hoerauf will share the results of the laboratory tests with us as soon as they are available.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the implanted lens has glistenings and calcification. The lens was removed and replaced on a secondary procedure. Additional information has been requested.